Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The doctor found the sterile package of the clips was unsealed during inspection prior to use on patient.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok l clips 6/cart 84/box, lot # 73h1500533 was manufactured on 08/31/2015 a total of 21,672 pieces. Lot was released on 09/03/2015. DHR investigation did not show issues related to complaint. One (1) sample of catalog number 544240, hemolok l clips 6/cart 84/box was received for investigation, lot # 73h1500533 was confirmed. During visual inspection was observed; packaging unsealed (tyvek & web have no sealing marks), issue reported by the customer "sterile package unsealed" was confirmed during the visual inspection. The reported complaint of "sterile package unsealed" was confirmed based upon the sample received. During the visual inspection it was observed that the package was unsealed (tyvek & web have no sealing marks), nonconformance was opened to further investigate this complaint issue. Other remarks:

Event description:
The doctor found the sterile package of the clips was unsealed during inspection prior to use on patient.